Event description:
The company was informed that the patient was knocked in the head on the implanted side resulting in loss of sound. External equipment was exchanged; however this did not resolve the problem. Surgery to explant the device will be scheduled.